Event description:
Information received by medtronic indicated that the customer passed away. The customer was hospitalized on unknown date due to unknown reason. The customer¿s blood glucose was unknown mg/dl at the time of death. The customer was wearing the insulin pump at the time of death was unknown. The insulin pump will be returned for analysis. The case is reported only for the f.a results.

Manufacturer narrative:
(B)(4). On (B)(6) 2021 (event date) the customer passed. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0870 inches. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the battery tube side, cracked case at corner of the belt clip rail, pillowing keypad overlay and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. Please see below for the date range listed in the formatted history file. The formatted history file lists data from (B)(6) 2020 to (B)(6) 2020. The pump passed the functional testing. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.